Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a bent cannula on (B)(6) 2020. The patient reported symptoms of hyperglycemia, polydipsia (excessive thirst), confusion/disorientation, and urinary frequency/polyuria. The patient checked their ketone levels which were at 0.6. The patient administered a manual insulin injection as treatment for high blood glucose levels.